Event description:
It was reported, the patient had a loss of therapeutic effect and no stimulation sensation. It was stated, the patient¿s device stopped working completely and they stopped feeling stimulation the week prior to report but they were not positive when the stimulation stopped because, they had gotten used to it. It was noted, the patient usually always felt stimulation. Reportedly, the patient was on program 1 at 8.4 volts and was normally set at 1 or 2 volts. It was stated, the patient couldn¿t feel stimulation on any program regardless of how high they increased it. It was reported, the patient was in a car wreck on (B)(6) 2013 and their car was totaled but the patient had a CT scan after the accident and it was stated everything was okay with the device. It was noted, the patient had urinary retention the last few days prior to report and had tried all their programs and tried increasing but it was not helping. The patient also stated they had lower back pain and used a tens unit and the current passed over their device system but the tens was for unrelated back pain. It was noted, the patient was going to be having an "in and out" catheter the friday after report. It was reported, the patient used catheters for urinary infections and they thought they had a urinary tract infection at the time of report. The patient stated they had been up at night having to pee more and then they go 12 hours with no urinary output. It was noted, the patient was used to the sensation of the device and that they felt it mainly when they turned it up. The patient turned their stimulation back down in case it was to come back on. It was later reported, the patient had not felt stimulation for a month. It was stated, the patient¿s therapy was not working and they had to use ¿foley catheters¿ to help their incontinence. It was noted, the patient had not felt stimulation and had their device set at 8.5 volts. Reportedly, the patient had never felt that before.

Manufacturer narrative:
Product ID 3093-28 lot# va01qa5, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01qa5, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's device stopped working at least a month ago. It was noted that the patient asked if she should be concerned with pain at the incision site, and her doctor told her it was part of the healing process. It was later reported that all the lead wires were broken and after being programmed differently the patient could feel one lead but it wasn't working at full capacity and the other three leads were dead. It was noted that the patient's doctor was going to replace the lead wires on (B)(6) 2013. The reporter stated that the patient's amplitude was at 8.5, it was too high and knocking it down one and it had been like that for a couple of months. It was unclear what this referred to. It was noted that there was patient injury. It was later reported that the cause of the event was open circuits on all four electrodes of the lead. It was noted that all contacts had impedance greater than 4000. It was noted that there was a lead break and the lead was poking out at the base of the spine. There was replacement of the implantable neurostimulator and lead on (B)(6) 2013. It was noted that symptoms included urinary retention and the patient recovered without sequelae. The lead was found in s4 when the lead was removed. This information was previously reported as part of MFR. Report #3004209178-2013-01395 but was determined to have actually referred to this event.